Event description:
It was reported that an ilet bionic pancreas displayed alert 57 indicating a software runtime error, after which a replacement device was shipped and the user elected to continue using the original device that was subsequently reset and remained in use while the replacement was returned. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included a review of device history and complaint records, verification of the alert in system logs, and confirmation of device status and serial numbers. Investigation of this case revealed that the event was attributable to a software execution fault that was resolved by device reset, with no evidence of hardware malfunction or user injury. It was concluded that the device functioned as intended following reset and that the event was a transient software issue without clinical consequence.